Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a vitreous cutter malfunctioned during a surgery. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The vitrectomy valve assembly was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 9, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of poor cutting can be attributed to the vitrectomy valve assembly. An internal investigation was opened to address this issue. (B)(4).